Manufacturer narrative:
Additional information: the stent was not deployed in the target location product analysis the device was returned with the no red safety lock pin, no strain relief sizing section and a portion of the stent was observed to be exposed, the device was confirmed as 150mm enclosed within the sheath, approx 11mm of the stent was exposed from the device, a kink was observed on the silver outer sheath, which measured approx. 24.8cm from the distal tip end of the device the device was returned with handle dismantled where the pull cable was attached to the deployment wheel but detached from the rest of the device, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a calcified, moderate lesion measuring 150 mm in the right distal superficial femoral artery, the everflex entrust device exhibited a thumb wheel malfunction and the cable detached from the blue component. The vessel was pre-dilated using an in. Pact admiral 6x150 millimeter device and embolic protection was used with a 5 millimeter spider device. When the physician began retracting the sheath via the thumb wheel, a loud click was heard. Instructions for use were followed with issue. A workaround for the thumb wheel malfunction was provided and performed without difficulty, but the cable was found to be detached. The device was safely removed from the patient and the procedure was completed using a new device that was not a medtronic product. No patient complications have been reported as a result of this event.